Event description:
Reportedly, during a standard follow up (the first after implantation) the physician sent "print screen command" that were inefficient. The screen froze. So they unplugged the tablet from the charging base to better read the parameters and write them on papers. After this operation, trying again to press the printing button, the print came out correctly. So they put back the tablet on the base. After that, just before discharging the patient, giving a look to the screen, they noticed a vvi 70 and nominal parameters set on without there having been any kind of programming command or warning pop up from the programmer/pacemaker. So they closed the interrogation and powered off the programmer just to be sure it wasn't a mismatch on data displayed. Turned on and reinterrogated the pacemaker, the screen displayed again the nominal parameters so they programmed the pacemaker with the previous and correct parameters.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached report review of data logs dated 08 august 2024 revealed: it is likely that the print button was pressed a first time when it was disabled (during aida programming) -the nominal settings were programmed (including vvi mode 70 bpm) by clicking on the red cross button. Based on available data, no issue is suspected on the device.